Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the recipient's report, the device was explanted due to the active electrode array having migrated out of cochlea. Imaging confirmed that an unspecified number of electrodes were outside the cochlear and during explantation 4 electrode channels were found to be extra-cochlear. However, as per implant registration card a full insertion was achieved at initial implantation. Other damages found during investigation are related to explantation surgery. This is a final report.

Event description:
The recipient reported pain at the implant site and headaches. Also, in (B)(6) 2017 the user had some complaints of discomfort, headaches and sensitivity in the implant area. The hearing performance with the device was fluctuating and poor. There was no report of accident or trauma. CT_x-ray confirmed an unspecified number of electrodes were outside the cochlear. Also during explantation, 4 channels were found to be extra-cochlear. According implant registration card (irc) a full insertion was achieved at implantation. The recipient was successfully re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reports pain at the implant site and headaches. She also describes her hearing performance as fluctuating. There is not report of accident or trauma. Revision surgery is considered.